Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to carry out multiple corrective actions, including disconnecting the tubing, tightening the t: lock, delivering boluses, and changing the cartridge, which successfully resolved the issue. Supplies were to be replaced as necessary, and insulin therapy was resumed while a follow up was requested for additional assistance.